Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they had issue with screen, the right part of the screen was not readable. The customer¿s blood glucose level was 9.5mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments and partial display due to cracked and bleeding lcd glass, unable to perform self-test and displacement test due to missing segments and partial display.